Event description:
The customer reported to baxter (B)(4) a flo-gard IV solution set in which kinked tubing was observed. The report stated that the nurse started the infusion on a female patient and the pump immediately alarmed for an "upstream occlusion." The nurse immediately checked the solution set and noticed there was a kink in the tubing resulting in a no flow. The infusion was stopped and the solution set was replaced. Therapy continued on normally. The unidentified female patient suffered no physical injury but it was reported that she was stressed as a result. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Two companion samples were returned to the plant for evaluation. A visual inspection revealed a minor indentation in the tube below the chamber of both sets. A functional test was performed on both sets. The reported condition was not confirmed. Therefore, an assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found.